Manufacturer narrative:
The customer stated they were having an issue with the flow sensor assembly. A philips authorized service provider (asp) went onsite and reran the pretest. The philips asp then discovered that the tubing was reversed and corrected it. The philips asp confirmed the device was functioning properly after the tubing correction. The philips asp corrected the tubing to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a patient disconnect occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a patient disconnect occurred. The customer stated they were having an issue with the flow sensor assembly. The customer requested onsite service. This investigation is ongoing.